Event description:
It was reported that, during a bha, when a surgeon was using a calcar planer, it broke. The surgeon did not find the fragment in the hip joint. Therefore, he irrigated wound well. He attempted to find it with x-ray but he also could not find it on x-ray. The surgeon said that the root was a connection angle of the calcar planer and a rasp.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 2 other events related to fractured distal flanges reported for the lot code. Previous investigations have found the root cause to be related to misalignment of the device relative to the broach during use. Visual inspection: the returned device is in used condition. The cutting edge is mildly worn with some dulling evident and some small nicks to the cutting edge. The reported event is confirmed, the distal flange of the device is fractured around approximately 45 degrees of its circumference. Additional inspection and images of the device can be found in the attached material analysis. A material analysis has been performed. The report concluded: "the inner corner of the calcar planer broke in ductile overload. The base material of the planer was eds tested showing fe-cr-mn alloy compositions consistent with a 400 series stainless steel. No material or manufacturing defects were observed on any of the surfaces examined." Dimensional inspection: a dimensional inspection could not be performed as the damage to the device has altered the as manufactured dimensions of the relevant feature. Functional inspection: the damage to the device has rendered it non-functional. The investigation determined the device fractured in an overload condition. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, during a bha, when a surgeon was using a calcar planer, it broke. The surgeon did not find the fragment in the hip joint. Therefore, he irrigated wound well. He attempted to find it with x-ray but he also could not find it on x-ray. The surgeon said that the root was a connection angle of the calcar planer and a rasp.